Event description:
It was reported the customer experienced high blood glucose. Customer's blood glucose was over 27.5 mmol/l. The customer also reported receiving multiple no delivery alarms on their insulin pump. Customer was able to observe insulin exiting from the tubing. No air bubbles were found in the customer's tubing during troubleshooting. Customer declined to check their settings during troubleshooting. Customer was able to change their infusion set and deliver insulin to their body. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.